Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with bivalirudin, integrilin, aspirin, and plavix. A pre-procedure femoral angiogram showed the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the device was deployed, a hematoma (less than 6cm) formed at the access site. Manual pressure was applied to the hematoma for 30 minutes and a femostop was placed as a precaution. The patient was hospitalized. The patient's hospitalization was not mynx device/mynx procedure related. The patient's discharge date was not reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1311904) indicated that the device lot met all established performance criteria prior to shipment.